Event description:
On (B)(6) 2009, it was reported that the kinair medsurg power cord was smoldering at the site of the wall outlet where it was plugged in at the healthcare facility. There was no injury to the pt or healthcare facility staff.

Manufacturer narrative:
It could not be determined if the purported v.a.c foam was left in the wound while the pt was in the hosp or during the care she received at home. The foreign material that was removed from the pt's wound was not returned to kci for confirmation that it was a foam used with v.a.c therapy. Kci is filing this report due to possible use error as it was reported that foreign material claimed to have been a kci product may have been left in the wound by the pt's healthcare providers and was surgically removed. V.a.c. Labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound to ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."